Manufacturer narrative:
(B)(6).

Event description:
The customer reported that an "oxygen not available," with a check vent was displayed on the device. The device was in use at the time of the event. It was reported that the device kept operating when the alarm occurred. The device was then replaced with a different v60. There was no delay in therapy, and no medical intervention was required. No patient or user harm reported. The customer reported that an "oxygen not available," with a check vent was displayed on the device. It was later confirmed by a representative, that the device had a "111 cbito2dvicefailed" in the event logs. Based on the verification result for the same issue on (B)(6), the rep has reported that check vent alarm could sound when the device was put into high leak status with low oxygen concentration. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer reported that the phenomenon was not duplicated. A function test was performed for verification, and no anomaly was observed.